Event description:
It was reported that during a hemorrhoidepexy procedure, after firing the staplers and turning the knob half to 3 quarter turn, the surgeon couldn't take out the stapler even after turning right and left. It felt stuck. The surgeon opened the stapler all the way and take it out with some force. This resulted in some bleeding in the stapler line where he has to suture. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information: was the device rotated ninety degrees in both directions before removal? - yes. Were all tissue layers present in both donuts when inspected? Yes. Donuts were intact. What degree of hemorrhoids did the patient have? - 3rd degree. Was the safety reset before removal attempted? - yes.